Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event of foreign material in the air/water tube and air/water cylinder could not be determined whereas it is presumed that the adhesive around the objective lens has wear occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects in the air/water cylinder and air/water tube and also the adhesive around objective lens has wear. There was no patient involvement.